Event description:
Two hours later... Part of the tampon was coming out [foreign body in reproductive tract]. Belly hurt [abdominal pain]. When I put the tampon in, my belly hurt a lot [complication of device insertion]. Broken- tampon [device breakage]. Thinks this is a defect of product design [product design issue]. Case description: consumer reported via email that the tampon broke and remained in her vagina two hours after use. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Two hours later... Part of the tampon was coming out [foreign body in reproductive tract.] Belly hurt [abdominal pain.] When I put the tampon in, my belly hurt a lot [complication of device insertion] broken- tampon [device breakage.] Case description: consumer reported via email that the tampon broke and remained in her vagina two hours after use. No serious injury was reported.